Event description:
It was reported that (1) device was used during a cholecystectomy, it was reported by the affiliate that the surgeon has reported that the er320 instrument jaws broke when it was being used. No pieces fell into the pt. There was no consequence to the pt.